Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of a dim display on the system monitor was unable to be confirmed. The returned system monitor (serial number: (B)(6) was tested and evaluated at the service depot on (B)(6) 2022. The system monitor was connected to a test loop and run for several days with no issues observed during the investigation period. The monitor was functionally tested and passed all tests. A monitor backlight test was performed several times and the monitor passed the test each time. The monitor is ready for use and will be returned to the customer. A root cause for the reported event was unable to conclusively determined through this investigation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Customer order was shipped on (B)(6) 2011. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) section titled ¿setting up the system monitor for use with the power module¿). Per the power module IFU (section 9.0 ¿routine maintenance¿), users are instructed to regularly inspect the equipment for damaged pins and connectors, including the system monitor, and to obtain replacements if necessary. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that system monitor screen was dim after it was repaired by the manufacturer for a ram error. The system monitor failed the hospital's incoming inspection.